Event description:
On (B)(6) the following incident occurred at a hospital in japan. In the morning, the user powered on the alphenix system and confirmed that x-rays were being emitted. After that the x-ray control board of the high-voltage generator failed, and the device's monitor displayed the message "(f hv-gen.) Communication failed. X-ray disabled." Which remained displayed over two hours. After this error message was displayed the next patient was allowed into the room and the scheduled examination of coronary intervention began. Because the x-ray could not be emitted, the system was restarted, but the same error was detected and the message " (f hv-gen.) Communication failed. X-ray disabled." Continued to appear on the device's monitor the hardware failure error prevented x-rays from being emitted. Therefore, the patient was moved to another room for the examination. Where the examination was finished. On june 4th, we received information that the patient had died. Currently there is no causal relationship between the patient's death and the device failure.

Manufacturer narrative:
Regarding failure of high-voltage generator, the x-ray control board was replaced, and the device was restored.